Manufacturer narrative:
Date of event was not provided. Expiration date is not available at this time. Manufacturer date is not available at this time. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center reported observing holes worn into the tyvek lid of a compact intutiv pack disposable tubing set model opo80. The surgery center had concerned the packaging had been comprised and the tubing pack was no longer sterile. The issue was found prior to procedure commencing. No patient involvement.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
G9: correction: in review, of medwatch 3006695864-2020-00030 and per new information received, this event has been assessed not reportable. The tubing pack was received, and evaluation found no holes on the product as indicated in the initial report. There will be no more information provided for mfg reporting no. 3006695864-2020-00030. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.